Manufacturer narrative:
Citation: goel s et al. Valve-in-valve for corevalve pop out. Jacc cardiovasc interv. 2019 nov 11;12(21):2225-2226. Doi: 10.1016/j.j cin.2019.06.045. Epub 2019 jul 31. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with a history of pulmonary hypertension and morbid obesity who presented with fatigue and dyspnea. The patient was found to have severe aortic stenosis and underwent transcatheter aortic valve replacement with a 26 mm medtronic evolut r bioprosthetic valve (serial number not provided). Following valve implant, a transesophageal echocardiogram noted mild-moderate paravalvular leak and a post-implant balloon dilation was performed using a 20 mm x 4.5 cm balloon (manufacturer not identified). Afterward, the wire with balloon became entrapped in the valve. It was reported that during the attempt to pull the wire and balloon out the valve dislodged and embolized into the ascending aorta. A guide catheter was used to position the embolized valve toward the annulus. Subsequently, a second 26 mm evolut r (serial number not provided) was implanted valve-in-valve using a telescoping method that overlapped the initial valve and stabilized it in the ascending aorta. At 30-days post-implant, a transesophageal echocardiogram showed the 2 valves were well-apposed with no paravalvular leak. No additional adverse patient effects or product performance issues were reported.